Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to dislodgment while inserting the implantable heart failure monitor. A new lead was implanted. No additional adverse patient effects were reported.